Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the yellow level sensor to lab use only (luo) testing equipment. The testing fixture had water inside and the level sensor was tested by tilting the fixture to put water or air in front of the sensor. The sensor did not communicate any unexpected low-level alerts. Agitating and flexing the level sensor cable did not produce any unexpected alerts. It was determined that the yellow level sensor functioned as intended. This complaint is related to (B)(4) / MFR #1828100-2022-00432.

Event description:
Per clinical review: there was a previous complaint created for the same issue. The complaint did not clarify what alarm was initiated. After discussion with the end user, she stated that the alarm was the yellow level detector, and that it had happened numerous times. The manufacturer's clinical specialist recommended she call in another complaint, since this had happened more than once. The user reported that the level sensor had a low-level audible alarm. There was no apparent reason for the alarm to be initiated. It was transient and did not appear on the screen, or at least was not observed by the user. This occurred during cardiopulmonary bypass (cpb), but it did not case delay, surgery was completed successfully. There was no injury/blood loss reported.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on (B)(6) 2022 while in the perfusion screen with level detection turned on, the alert probe status changed to uncoupled back to coupled multiple times. This would cause a level not attached alert. This was likely what the user was reporting and the log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), there was a low-level audible alarm. As mitigation, the level sensor was turned off for the remainder of the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr observed that the user facility was using a medtronic reservoir. It is possible that the level sensor mounting tabs were not adhered to the reservoir and pulled away during the case. The perfusionist was notified of the proper steps to attaching the mounting tabs prior to the start of the case. A few days after the initial visit, the issue reoccurred. The fsr returned and replaced the yellow level sensor. The unit operated to the manufacturer's specifications.